Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of the ostial rca due to instent restenosis. Pre-dilation was performed. As the physician attempted to cross the lesion the stent struts got caught on a previously deployed stent. On removal of the device it was noted that the stent struts were deformed. Another stent was used to the lesion successfully. There were no abnormalities noted during prep/inspection prior to use. There was no patient injury and no clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification. Multiple stent struts were raised, damaged and deformed. There was no damage to the distal tip.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (failure to deliver stent/stent deformation). Caused by another drug/device (presence of previously deployed stent). Conclusion: another device caused failure (presence of previously deployed stent).